Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other omnilink stent system referenced in is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure at the bifurcation of the iliac two different omnilink stent delivery systems leaked at the hub when inflation was attempted. The connections were checked, but did not resolve the leak. The stents were not deployed and were removed without issue. A third omnilink stent system was successfully implanted without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.